Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced twiddler's syndrome, in which the lead got dislodged and had caused muscle stimulation. The patient was also in atrial fibrillation (af). The physician opted to reprogram the device until such time that the lead will be revised. Additional information indicates that this lv lead was repositioned successfully. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.